Manufacturer narrative:
Follow-up (2/27/2013)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013 respectively with the following findings: the meter passed all testing with no faults found. The error could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: test strips- (B)(6) 2013, meter- (B)(6) 2013.

Event description:
On (B)(4) 2013 the lay user/patient in (B)(6) contacted lifescan to report the one touch verio iq meter was reading the blood sample as a control solution test result. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The patient's products have been returned to lifescan for evaluation; however the evaluation process has not yet been completed. No conclusions can be made at this time.